Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2020 with a drop in hemoglobin from 11.1 to 7.7 coupled with dark stools for the past few days. The patient was transfused 1 unit of prbc (packed red blood cell) with hemoglobin rising to 8.4 and was readmitted for concerns of gi bleed. Gi was consulted and the patient was started on an intravenous ppi but was deferred enteroscopy unless 2 units of prbc needs to be given within 48 hours. Anticoagulation was restarted on (B)(6) 2020 and the patient was discharged home on (B)(6) 2020 with a stable hemoglobin. No additional information was provided.